Event description:
Patient's family member called lfs in 2003 alleging patient's meter would not power on. The issue was not resolved with troubleshooting. The patient attempted to test on the meter before school and the meter would not power on. The patient had no symptoms at the time of testing. Patient stated that they guessed at what the reading was, suggesting that they took insulin before going to school. When the patient arrived at school they tested on their back-up meter used at school. The result was 595 mg/dl. Patient took insulin based on the reading. No medical intervention was required. Issue was not resolved with trouble shooting. This case is being reported as an adverse event because proper treatment was delayed due to their meter not powering on.